Event description:
The customer contact reported, "secondary off by 4ml" during testing by the user facility's biomedical engineer. No further programming parameters were provided. There were reports of any adverse patient events while the device was in clinical use.